Event description:
It was reported via repair work order that the side rail timing link was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: cancelled case assignment.